Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported, the death of her daughter. Caller stated that blood glucose reading was less than 20 mg/dl. The customer had back surgery, contracted a staph infection and had kidney failure. The customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The insulin pump was received without the original battery, no cosmetic damage noted.